Event description:
Customer's husband reported the death of his wife. Caller stated the last blood glucose reading was high. The customer had alzheimer's disease and pacemaker. Cause of death was alzheimer's disease. Customer was not wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.